Event description:
It was reported that (4) devices were use during a laparoscopic bariatric procedure. It was reported by the rep that the (3) lcsc5 shears would not rotate during procedure. After the 3rd one, they changed the handpiece and all went well from there. The hp052 alignment pin is suspect. There was no consequence to the pt.